Event description:
Reportable based on the product analysis completed on (B)(4) 2013. It was reported that during preparation for a rotational atherectomy intervention procedure, tip damage occurred. The 65% stenotic, de novo lesion was located in a moderately calcified unspecified vessel. When the packaging of the 330cm rotawire guidewire was opened, the tip of the wire was "kinking". The procedure was completed with another 330cm rotawire guidewire. No patient complications were reported and the patient's status is stable. However, analysis of the returned device revealed that the distal tip was fractured.

Event description:
Reportable based on the product analysis completed on (B)(4) 2013. It was reported that during preparation for a rotational atherectomy intervention procedure, tip damage occurred. The 65% stenotic, de novo lesion was located in a moderately calcified unspecified vessel. When the packaging of the 330 cm rotawire guidewire was opened, the tip of the wire was "kinking". The procedure was completed with another 330 cm rotawire guidewire. No patient complications were reported and the patient's status is stable. However, analysis of the returned device revealed that the distal tip was fractured.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: visual and tactile examination revealed that the spring tip was stretched and the corewire was fractured at approximately 329.7 cm from the distal end. The outer diameter was measured and all measurements meet specifications. An external analysis of the fracture sites by the (B)(4) concluded that the fracture occurred due to a bending overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).